Event description:
A technician discovered that this bed would drift down from the up position. There was no patient in the bed at that time.

Manufacturer narrative:
The hi-low drifting is unintentional movement of the bed which has the potential to cause serious injury. The technician cleaned and lubricated the hi-low drive in order to resolve the problem. All bed drives are required to be inspected, cleaned, and lubricated at least once a year in accordance with the product service manual.